Event description:
Reportable based on device analysis completed on 13aug2025. It was reported that the device was unable to cross the lesion. The target lesion was located in the mid left anterior descending artery. A 2.50 mm x 10 mm wolverine coronary cutting balloon was selected for use. During the procedure, the device failed to cross the lesion. While continuing to maneuver the device, the proximal hub was kinked due to the physician pushing too hard. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that a leak was noted coming from a pinhole located above the distal markerband.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. Visual/tactile inspection, microscopic analysis and functional testing were performed. A pinhole was noted above the distal markerband. A leak was coming from the pinhole when an attempt was made to inflate the balloon to 12 atmospheres as per the instructions for use with an encore device. Multiple hypotube kinks were noted along the length of the hyptoube shaft. No other device issues were identified during returned product analysis.